Event description:
Per the clinic, the patient experienced an mrsa infection at implant site and subsequently was hospitalized and treated with oral and IV antibiotics (specific date and duration not reported). However, the issue did not resolve, the device was explanted on (B)(6) 2023 and the patient was reimplanted with another cochlear device in the contralateral ear on (B)(6) 2023.

Manufacturer narrative:
This report is submitted on july 31, 2023.